Event description:
Pt seen in physician's office with complaint of pain and unable to bear weight. Pt stated pt felt a "pop last night". Office x-ray indicated a fractured femoral neck and fractured through the spiral blade nail in the left hip. Admission to hospital sameday. Three days later, physician removed broken synthesis intramedullary rod and spiral blade from the left hip. Biopolar athroplasty left hip.